Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.7, lab: 12.6. Customer had high inratio reading inr=6.7; so, they sent her to get tested at a lab and inr=12.6. She was then admitted into the hospital. Less than 45 min. Between inratio test and lab draw. Her inr target range is 2.0-2.5. Patient did have bruising on her hand.

Manufacturer narrative:
Investigation pending.